Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information was obtained which indicated that the physician suspected endo myocardial fibrosis at the implantation site. This lead was surgically explanted. No additional adverse patient effects were reported.